Event description:
It was reported that eight (8) 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked at the center port. This was discovered during filling, prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured from august 14, 2022 to august 16, 2022. H10: the actual devices were not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed, and no leak was observed. Attempts were made to duplicate the reported condition, and a leak was not verified. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.